Manufacturer narrative:
Patient age, date of birth, and gender are unavailable.

Event description:
It was reported that during preparation for a lead extraction procedure, the guidewire could not be fully inserted through the bridge occlusion balloon. Reportedly, the bridge smoothly tracked the wire until the wire came to the blue collar at the hub of the balloon. The wire would not progress past the blue part of the bridge. A second bridge device was opened and successfully prepared for the procedure. The patient was not affected.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. With an 0.035 prep kit guidewire, the guidewire was able to pass through a kink at the tip of the strain relief with a large amount of resistance, and then was unable to pass through an occlusion at the hub bond. A witness mark was observed on the tubing at tip of where the strain relief sits once strain relief was removed. Air attempted to be put into the balloon but balloon would not fill with air. Air successfully passes through guidewire lumen. The device was also evaluated at the supplier facility. The investigation consisted of a visual inspection, a 0.035¿ guidewire inspection, functional test, and lab analysis with the following results: the initial visual inspection revealed that the tip is more blunt than usual. The guidewire inspection found significant resistance at the distal end of the strain relief and non-patency under the strain relief. During the functional test of the returned product, an unknown substance was identified approximate 200mm from the distal end of the strain relief which occluded the inflation lumen. According to the ftir analysis of the crystallized substance inside the inflation lumen, it is likely biological which indicates neither nordson medical manufacturing nor the spectranetics decontamination procedure were the source of the substance. A series of leak tests were performed on the device prior to release from the manufacturing facility, and the occlusion of the inflation lumen was not present prior to the initial release of the device.